Event description:
A surgeon reported that the product was less transparent than usual. Foreign substances ("snow flakes" like) were visible when the viscoelastic was injected in the anterior chamber. Soon after, the viscoelastic was removed from the anterior chamber and replaced with another viscoelastic which was not defective. Initially, there were no consequences for the pt. However, the returned questionnaire stated that seven days following surgery, the surgeon reported corneal edema appeared with fold of the descemet's membrane and vision decreased.

Manufacturer narrative:
The product was returned for analysis and the manufacturing analysis results were within specification. No foreign substance was observed in retain nor complaint sample. The batch record review showed that all testing results were within specification. Additional information was requested on 02/21/2011 by email. (B)(4).